Event description:
It was reported that during a prostate procedure there was a ¿fiber malfunction¿ @ 16,705 joules. Time expended 3:33 minutes. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #346a; serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward firing of the side firing surgical fiber; a code request has been submitted.